Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2018, an eye care professional (ecp) from (B)(6) sent an email to the affiliate to report a patient (pt) experienced eye pain and eye redness while wearing acuvue 2 brand contact lenses (cls). On (B)(6) 2018, additional information was received from the pt: -in (B)(6) 2018 the pt experienced redness and a ¿scratchy¿ feeling in both eyes (ou). The redness remained after the suspect lens was removed. The pt went to an ecp and was prescribed 3 different eye drops: levofloxacin eye drop, once every 2 hours; pronaprofen eye drop, 4 times per day; ganciclovir ophthalmic gel, once per day. After using the eye drops for several days the event resolved. The pt could not provide a medical report. On (B)(6) 2018, additional information was received from the pt: -the pt reported that the diagnosis from the doctor was ¿acute conjunctivitis¿ and ¿minor redness¿. The pt reported following the doctor¿s instructions for using the eye drops. The pt also reported that the doctor stated that the treatment was considered aggressive. No additional information has been received. This report is for the left eye os event. The event for the pts od will be provided in a separate report. The suspect cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003cwn was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.